Event description:
It was reported that the ventilator was sporadically alarming for low oxygen concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The reported event with alarm for low o2 concentration, was not reproduced during on site investigation by our service engineer. As a preventive measure the nozzle units, part of the oxygen and air gas modules, were replaced. However this was not the correct measure, since the ventilator failed again (MFR report# 8010042-2017-00310). This time the oxygen gas module was changed and corrected the problem. The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient was returned and investigated. During test in a reference ventilator, the subtest "internal leakage test" failed during pre-use check with the message ¿system volume too large¿. This indicates that the oxygen gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. A defective delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the received device log files this problem was intermittent. We could trace back the reported problem to (B)(6) therefore the date of event was determined (B)(6) 2017 and updated accordingly.

Event description:
(B)(4).